Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the keypad was peeling, but the buttons responded properly. Contamination was found under all of the button contacts when the keypad cover was removed. The display was dim and discolored and the battery compartment was cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that contamination was observed under the button contacts, the display was dim, and the battery compartment was cracked. This report is made based on results of investigation completed on (B)(6) 2015.